Event description:
The customer called in because her elite meter was not beeping when the strip was put in the meter. She also has a contour. She compared blood results between the meters and got 58mg/dl on the elite and 167mg/dl on the contour. Customer service had the customer insert the check strip. It was then discovered that the meter was in mmol/l. Customer service assisted the customer in resetting the meter to mg/dl. Customer is sending current elite meter in for evaluation and a new meter will be sent.